Manufacturer narrative:
The returned port did not meet the requirements for leak testing due to a tear near the inlet port. It is unknown how or when the damage occurred. There was proteinaceous debris observed in the interior and exterior of the device. The returned catheter met the specifications for leak and patency testing. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Also, use of sharp instruments while handling these devices can nick or cut the silicone elastomer, resulting in leakage and necessitating port revision. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery during the surgery, the physician found the device to be leaking. According to the report, the event occured when the physician was testing the product before implantation. The report stated that the physician used a new device to complete the operation. Reportedly, the patient was ok and under observation in the hospital. According to the report, the device did not have any contact with the patient.